Event description:
The physician could not reach the port on the pt's pump. It was determined that the pump had flipped 360 degrees. The pump was revised/relocated in 2008. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.